Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0204852871, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3550-39, serial# unknown, product type: accessory. (B)(4). Analysis of the lead (lot # 0204852871) found the lead body conductor was broken at the titan anchor site. It was noted that the 2, 3, 5, and 6 conductors were broken 19.7 cm from the proximal end.

Event description:
It was reported that impedances were high. Revision was completed and during revision, it was tested again, all impedances were high and a new lead was implanted. Impedance testing and x-rays were completed. The product issue was resolved. Patient status at the time of the report was alive with no injury. No patient symptoms or complications were associated with this event.